Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 800 mg/dl at the time of the event. The rptr mentioned the possible use of recalled infusion sets. However, no details on the set type or use were provided. The rptr was asked to have the customer call back to perform troubleshooting when he was feeling better. Nothing further was reported.